Manufacturer narrative:
Pt outcome was not provided by rptr. Endoleaks are listed in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. The device was used off label due to anatomical exclusion. Evar was selected over open repair because of the pt's fragile condition. Pt anatomy contributed to a type ia endoleak. The physician decided to take a wait-and-see approach because it was unk if intervention would be effective. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment.

Event description:
An (B)(6) female pt underwent aaa and both side of common iliac artery aneurysm repair under general anesthesia on (B)(6) 2011. The pt's anatomical form was not suitable for endovascular repair since the angle to the axis of the suprarenal aorta was more than 45 degrees, the angle to the long axis of the aneurysm was more than 60 degrees and the length of the proximal neck was less than 10mm. However, the procedure was performed because open surgery was thought to be high impact for the pt who had common iliac artery aneurysm in both side. Final angiography revealed proximal type I endoleak. Add'l procedure was not performed since no beneficial effect was expected due to severe tortuosity. The physician decided to take f/u observation. It is unk the pt's condition after the procedure since it was not provided by the medical facility.